Event description:
It was reported by the prestataire that the cannula of a pod was damaged. The patient's blood glucose levels measured 110 mg/dl at this time. No further information was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.